Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient stated on (B)(6) 2019 he had to seek medical attention because the cgm (continuous glucose monitor) he was wearing was reading incorrectly. He stated it was extremely inaccurate, reading 112 mg/dl but he was actually 35 mg/dl. They did not realize it was wrong so he ran low and needed to go to the hospital. He stated he does not think it was because of the pod, but due to due to a failure in his dexcom sensor. The patient was not admitted because he refused to be. The patient states he has been adjusting the rates himself and his doctor has never given him settings. No bg levels were mentioned besides the 112 mg/dl reading when he was actually 35 mg/dl. He stated he got to the hospital via ambulance around midnight, between 12 am-1 am. They treated him with orange juice and food. He checked out of the hospital around 3 am. The patient was wearing the pod for 24 to 36 hours on the leg. The patient reported that this pod fell off; while laying in his bed the sheets tore off the pod, he was sweating a lot from low blood sugar. He was able to get another pod on while he was at the hospital.